Event description:
It was reported that during a procedure the dust-proof cap fell off. The procedure was not completed due to this event. The patient outcome was reported to be stable. This event is being reported for procedure aborted.